Manufacturer narrative:
This roller pump was used as an additional back-up pump and is kept separate for emergency purpose. After inspection it was determined that the pump display module needs to be replaced.

Event description:
It was reported that during routine testing (inspection) of the device at the user facility, the roller pump display was not working. There was no patient involvement.